Event description:
Country of complaint: USA. Sutures consistently broke.

Manufacturer narrative:
Samples received: 1 open used suture. Analysis and results: there are no previous complaints of this code batch of which we manufactured 2,808 units. There are 396 units in stock in b. Braun surgical warehouse. We have received an open and used sample with the thread broken. The thread shows splitting on the surface. We requested units from the same code batch from the stock for analysis. We have tested the knot pull tensile strength of the units from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 1.21 kgf in average and 1.16 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). No splitting or fraying has been observed in the samples tested. Additionally, needle attachment test has been conducted to the samples from stock in order to discard a faulty needle attachment during manufacturing. The results are: 0.90 kgf in average and 0.60 kgf in minimum and fulfill the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. No splitting has been found on the thread surface. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. However, an inc was opened in warehouse when one unit was found with the needle detached inside the pack. (Inc ac 033/17). The remaining stock was checked and no further units were found. Remarks: as indicated in the instructions for use of the product: " when working with optilene® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.